Event description:
Complainant alleged that during functional testing, the associated defibrillator failed to discharge using this set of internal handles. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The internal handles were returned to zoll medical corporation for evaluation. The customer's report was observed and attributed the internal handles. The internal handles were scrapped. Analysis of reports of this type has not identified an increase in trend.